Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 unspecified bd¿ syringe had a damaged plunger rod, 6 syringes had open packaging units, and 2 syringes' packaging units tore and left paper shards in a sterile field. The following information was provided by the initial reporter: "it was reported via survey response that the clinician encountered broken/damaged plunger rod, difficulty drawing fluid / medication into syringe, open packaging, packaging difficult to open / tears related to luer lok and luer slip tip syringes as well as open packaging related to catheter tip syringes."